Event description:
39 y/o white female admitted with complaints of substernal chest pain associated with diaphoresis and nausea, denied shortness of breath/palpitations. ECG showed changes consistent with an inferior mi. Tpa was given. Pt found to have right coronary occlusion of 95%, balloon ruptured and dissection occurred at the right coronary. Pt was taken to the or for removal of the balloon and repair. She also had two vessel bypass grafts performed. She was discharged from the hosp on 11/20/96.